Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery pins need to be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer declined repair and requested to have the device returned unrepaired.

Manufacturer narrative:
The customer eventually sent the device back to be repaired. Philips bench repair technician replaced the battery pca. The device is returned to full functionality. The device has been returned to the customer site. One battery pca was returned for failure analysis. The reported problem was verified during lab tests. The failure was localized to j1 pin1 permanently compressed and j2 pin5 bent.